Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. H11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional and microscopic inspection found the balloon inflated without problems as it was able to hold pressure without any issue. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst cannot be confirmed. The results of the analysis performed on the returned device found no evidence of either the alleged issue(s) or any defect on the device. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, the balloon broke and was leaking. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during preparation. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. Additional information received on october 01, 2024. The time of event occurred during the procedure, and the device was not pre-inflated. It was reported that the balloon burst at 8 atm, and no piece of the balloon detached inside the patient.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 (describe event or problem and block h6 (device codes) have been updated. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, the balloon broke and was leaking. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during preparation. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. ***additional information received on october 01, 2024*** the time of event occurred during the procedure, and the device was not pre-inflated. It was reported that the balloon burst at 8 atm, and no piece of the balloon detached inside the patient.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, the balloon broke and was leaking. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during preparation. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.